Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by bloody effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. The same day as the event onset, the patient was treated with cefazolin injection (750 mg, per bag, intraperitoneal, discontinued after 3 days) and ceftazidime injection (750mg, per bag, intraperitoneal, discontinued after 3 days) for peritonitis. At the time of this report, the patient has recovered from the events four days after the event onset. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.